Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server all users were unable to login into health sight viewer and pyxis servers to run reports and system displayed unable to authenticate. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that to all users were unable to login. A technical support specialist troubleshooted the device and found lightweight directory access protocol over ssl (ldaps) port 11998 blocked. Coordinated with health information technology (hit) to allow the port and corrected domain in platform enterprise services (pes). Users could log in. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that a bd pyxis¿ es server all users were unable to login into health sight viewer and pyxis servers to run reports and system displayed unable to authenticate. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.